Event description:
It was reported that the patient experienced an infection, a couple of months ago, at the site of the most recent incision on the scalp. The patient was experiencing difficulty getting the incision site to heal properly. The patient had two surgical procedures performed in an attempt to assist the healing process of the incision site. Each time, the skin reopened, the incision site continued to "flare up" with infection, and the skin was not able to heal. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 3389s, lot# v483065, implanted: (B)(6) 2010; explanted: na; lead: model 3389s, lot# v427154, implanted: (B)(6) 2010; explanted: na; lead: model 3387s, lot# v270501, implanted: (B)(6) 2010; explanted:na; extension: model 37085, lot# nkn005405v, implanted: (B)(6) 2010; explanted: na; extension: model 37085, lot# nkn005418v, implanted: (B)(6) 2010; explanted:na.